Event description:
It as reported that during stent assisted coil embolization procedure the subject coil prematurely detached in patient during embolization. No additional information is available.

Manufacturer narrative:
D4 lot # - corrected. Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The device was intended to be used for treatment. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based on the information provided, no damage was noted to the coil prior to use and there is no indication of a use error. The anatomy was not considered tortuous. No attempt was made to detach the coil using a power supply. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event 'main coil prematurely detached/separated during use.'

Event description:
It as reported that during stent assisted coil embolization procedure the subject coil prematurely detached in patient during embolization. No additional information is available. Update: additional information received on november 5, 2024, indicated that the subject coil prematurely detached in patient's right posterior inferior cerebellar artery (pica) during embolization and was caged off with a stent. No attempt was made to detach the subject coil using a power supply. The patient remains in the hospital and is able to track a person with their eyes. No additional information is available.